Manufacturer narrative:
(B)(4). The cause of the disconnection could not be determined from the information provided, and the device was not returned for evaluation. This is a report of use error (reuse of single-use supplies). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater bag disconnected from a homechoice cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient then reconnected the bag and continued therapy. The cause of the disconnection could not be determined. The technical services representative assisted the patient with ending therapy, and reviewed proper procedure per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.